Event description:
When trying to retrieve a stent with a snare device, the guide wire was damaged by the snare device and fractured. The separated portion of the guide wire was removed from the pt. It is unknown what technique was used to remove the separated guide wire.